Manufacturer narrative:
Batch review performed on 23 april 2019: lot 1211439b: (B)(4) items manufactured and released on 10-apr-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Additional instrument involved in the complaint: hip general 01.10.10.130 offset-30° broach handle - right lot. 1851540: (B)(4) items manufactured and released on 26 july 2018. No anomalies found related to the issue. To date, another similar event has been reported on this lot. Visual inspection performed by r&d (B)(4). The spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
During the impaction the instrument ball spring fell out the passing hole and the spring was broken. The ball did not fall in the patient. The surgery was completed successfully using a straight broach handle. The same day the surgeon had a second identic case with a second broach handle.